Manufacturer narrative:
The insulin pump was received intermittent button response due to lcd unlock keypad connector. The pump was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 300 mg/dl. The customer stated that his up arrow button is not working properly. The customer stated that she was trying to get into the menu and the up arrow would not work. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.